Manufacturer narrative:
Follow-up #1: date of submission: 18-sep-2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06-sep-2018 with the following findings: on investigation, it was noted that the pump was returned without a battery cap. A test battery cap was used to complete the investigation. The test cap was able to be inserted and removed from the pump fluently but was unable to tighten properly due to stripped threads in the battery compartment. The battery compartment was confirmed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue; the battery compartment is cracked and the battery cap cannot be removed. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.